Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call device feature questions and high blood glucose. The customer's blood glucose was 400mg/dl at the time of incident and currently 329 mg/dl . Trouble shooting was performed and found customer was ready to do bolus and it was not offered in the wizard. Assisted in activating wizard and was able to deliver bolus. Customer declined to trouble shoot for the high blood glucose. The insulin pump will not be returned for analysis.